Manufacturer narrative:
Correction: after secondary review of this file performed on (B)(6) 2020, it was decided to add code 1761 ¿capsular contracture¿ to more accurately capture the reported event. It was reported that the patient developed bilateral baker grade ii capsular contracture. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis (left device) and a mentor memorygel breast implant 300cc gel breast prosthesis (right device) that bilaterally ruptured after implantation. Rupture was diagnosed by mammogram and MRI. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 275cc gel breast prosthesis and a mentor memorygel breast implant 300cc gel breast prosthesis on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.